Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem. Reference file number - (B)(4).

Event description:
The hospital reported during a casual conversation that at the completion of several coronary artery bypass graft procedures, the heartstring seal did not deploy out of the delivery tube into the aorta. No patient injury was reported during conversation. Since the hospital did not provide the number of failures, the lot number, the date of the occurrences or any failed devices for investigation, only one report will be submitted for the reported information.